Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser went into standby due to an error code that was displayed after eight minutes and 63,000 joules of use at 180w, stating to stating to clean the fiber tip due to excessive debris. The physician attempted to wipe the tip with a sterile cloth but it looked slightly burnt and black. Three more attempts were made to continue the case with the same fiber but the same error message was displayed. A new fiber was opened around nine minutes and 64,500 joules of use. The procedure was completed with the second fiber without patient complications. The fiber was returned for analysis and the testing conducted identified a distal circumferential fracture, with the potential for forward firing.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, with the potential for forward firing, confirming the reported clinical observation. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.